Manufacturer narrative:
Although requested, the pads associated with this complaint have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their new pads (out of box) showed up hot to the touch. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the AED's pads were evaluated and underwent bench testing. The reported issue could not be confirmed.